Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the reported event was confirmed based on the onsite evaluation by an abbott technical services representative; however, a specific cause for the events could not be conclusively determined through this evaluation. Heartmate ii lvas IFU, section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Multiple requests for additional information have been issued to the customer; however, no further information has been provided to this date. The patient remains ongoing on vad-57940 and no further issues have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital with some outer driveline damage after a pump stop was noticed during a routine clinic visit. There was a pump stop confirmed in previously downloaded log files, but no power increase which was why a short to shield issue was thought to be unlikely. An unshielded cable was requested as a precaution. There was an audible and visual alarm reported with the pump stop. X-rays were not conclusive of any untoward issues, and the patient was reportedly unaware of the pump stop event. With the use of a nongrounded patient cable the external driveline was examined by touch for any damage or abnormalities and none were evident. Downloaded data showed no anomalies with any of the six wire traces, pump power increases or drops, or other parameters. The patient reported no trauma to the external driveline. Since the reported issue the patient had been connected to a normal patient cable with no repetition of the reported issue. Vigorous manipulation of the driveline failed to reproduce the reported issue. The external driveline outer silicone jacket was tired and all previous rescue tape repairs were removed. Visual inspection of the bionate through the ¿wear & tear¿ holes failed to reveal any abnormalities and the driveline was in good condition for an implant date of (B)(6) 2014. The driveline was re-dressed with new rescue tape. A previous discussion with clinical team reaffirmed the issue of a non grounded patient cable to eliminate any possibility of a short to shield. The patient reported that an issue with an ac power cut around the time of the issue had no relevance and was reported to have happened since with no adverse effects to the device or the patient recorded in the downloaded data during the visit.